Event description:
Caller reported a malfunction on the pump with malf 5 displayed and fault ID 5-0x2147. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump, and after the reset, the malfunction code did not recur. Customer was advised to continue using the pump and to call back if the issue reoccurs, which the caller acknowledged and understood.